Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the green sureform 45 reload(s) or instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Per the sureform 45 user manual, the following is noted for the "preparation and use": "make sure to inspect the expiration date on the packaging and do not use the device or reload if expired." A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs show sureform 45 stapler instrument (part#: 480445-04; lot#: t90200612-0244) was fired 2 times and both fires used green reloads. The system logs did not show any errors that can be attributed to this stapler. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, the surgeon made the independent clinical decision to use an out-of-date sureform 45 stapler instrument with two in-date sureform 45 green reloads since the customer determined that the patient's pelvis was too narrow to accommodate a sureform 60 stapler instrument. The patient experienced a staple line leak on pod #3 or #4. The cause of the complication is unknown.

Event description:
It was reported that during a da vinci assisted low anterior resection (lar) procedure, the surgeon made the independent clinical decision to use an out-of-date sureform 45 stapler. The issue occurred when the patient's pelvis was determined by the customer to be too narrow to accommodate a sureform 60 stapler and the surgeon decided to use a sureform 45 stapler that was one month past its expiration date with two in-date sureform 45 green reloads. The patient experienced a staple line leak on post-operative day (pod) #3 or #4 but is recovering well. It is unknown what medical/surgical intervention was rendered due to the post-operative complication.